Event description:
A report was received that after a trial procedure the patient was complaining of left hip and leg pain. The physician believed that the new pain was procedure related. The patient underwent a lead pull procedure and was doing fine.